Event description:
While in pt use, the 760 ventilator developed flowsensor mesh contamination due to a build-up of medication or other contaminants which generated a flow sensor error resulting in a programed safety valve open condition. There was no pt harm or change in therapy.